Event description:
It was reported the right ventricular lead had an increase in pacing lead impedance to upper out of range measurements and increase in capture threshold. The lead was explanted and replaced one week later. The device was electively explanted during the procedure as it was an advisory. The patient condition was stable in the recovery room following the procedure.

Manufacturer narrative:
A partial lead with the connector portion measuring 20.5 cm and the distal portion measuring 39.0/44.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.